Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported surgical intervention, hospitalization, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. After deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted mr was reduced to a grade of 1 after the slda occurred. In an attempt to stabilize the slda, an additional clip was inserted. However, due to the risk of interfering with the implanted clip, the physician decided to remove the device and perform mitral valve replacement. No additional information was provided.